Event description:
It was reported that a wearable failure issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient was hospitalized due to the issue with the dexcom. The patient¿s parent declined to provide any further information about the event. It is unknown how long the patient was in the hospital for and cannot confirm if they were there for less than or more than 24 hours. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.